Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2014. The device was returned and investigated on (B)(4) 2014 with the following findings: on examination, the battery compartment was cracked above the bumper pad on the threads. Unrelated to the original complaint the display screen remained blank when the pump powered on due to a single component failure on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).